Manufacturer narrative:
The socs board and 3-way substrate valve were returned to tosoh instrument service center for investigation. Functional testing was performed for both parts, which confirmed reported failure of the board, but could not duplicate 3-way substrate valve error. The most probable cause of the reported event was due to faulty socs board.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by inspecting some daily checks and found that the substrate replacement line was failing; fse noted the daily check issue was intermittent and could not duplicate the problem. Fse also confirmed some reagent cups in the reagent tray were not being read by attempting an inventory scan. Fse was able to duplicate the problem with the cup scans and determined that the third row on each side of the reagent tray would not read. Fse replaced the socs board, and ran several inventory scans, cups in all rows are now being read properly. Fse replaced the 3-way substrate valve, performed a daily check and quality control run; all results passed and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: dl. A fault occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a. The most probable cause of the reported event was due to faulty 3-way substrate valve.

Event description:
A customer reported their daily checks were failing with dl lamp intensity low error flag on the aia-900 analyzer. The customer also stated the sorter is not sensing all rows of test cups; the sorter is consistently scanning new test cup trays, but inventory only shows 15 cups for the full tray, missing a row. The customer made a new substrate which resolved the dl flag issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient sample for cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.